Manufacturer narrative:
The user reported for app was logged out automatically. The reported issue was investigated . The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a54 5g with android operating system version 15. Due to the reported issue, the customer could not obtain readings and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) administered a glucose injection and unspecified medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a54 5g with android operating system version 15. Due to the reported issue, the customer could not obtain readings and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) administered a glucose injection and unspecified medications. There was no report of death or permanent impairment associated with this event.